Event description:
It was reported that the patient was asymptomatic. It was noted that high ventricular rate episodes with the presence of environmental noise was observed on the right ventricular channel. Programming changes from unipolar to bipolar mode were recommended. The patient was stable.